Manufacturer narrative:
B5 updated with additional information.

Event description:
The patient had no pulse in foot after the sheath came out at end of case so they did angiogram which showed perclose pinching the artery they did ballooning of perclose to restore flow. The pump was discarded at end of case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery through the abiomed 14 french introducer sheath in a 72-year-old female for protected percutaneous coronary intervention (pci.) The patient¿s comorbidities included peripheral artery disease and peripheral vascular disease. The patient¿s clinical state prior to initiation of support was not reported. The impella cp supported the patient during the pci, and was weaned and explanted as intended, followed by the 14f introducer sheath subsequently being explanted, as intended. After the impella cp and 14 fr sheath had been explanted, a loss of distal pulses in the right foot was noted. The patient underwent angioplasty and thrombectomy, with restoration in perfusion reported. The patient outcome was reported as survived. The reported loss of distal pulses is most consistent with an access-related vascular complication in the setting of large-bore arterial access and underlying peripheral vascular disease.